Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic ercp procedure for treatment and biliary stent placement. The plastic stent locked up at the transition zone of the hydra-jagwire. The procedure was successfully completed with another of the came device. The biliary stent functioned without issue. The patient did not sustain any known complications. Patient condition noted as fine.